Event description:
It was reported that the patient's rv lead and advisory ICD were replaced. The rv lead was explanted and replaced due to high lead impedance. The patient was stable. Manufacturer report number: 2938836-2017-24731.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.